Manufacturer narrative:
Additional information received on january 10, 2022 indicated that the patient experience bilateral deflation. The patient called mentor and provided updated email: (B)(6) and stated both of her devices look deflated or flat. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 16, 2024, indicated that the patient underwent bilateral removal without replacements on (B)(6) 2024. The report indicated intracapsular rupture of the left side. Follow up:(1) mistakenly mentioned bilateral deflation instead of bilateral ruptures. Reason for device explant and/or reoperation: hematoma, surgical intervention, symptomatic rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 24, 2024 indicated that the patient underwent bilateral replacements with cat:smhb355 on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 24, 2024 indicated that the patient underwent bilateral replacements with cat:smhb355 on (B)(6), 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction revision with mentor, memorygel, 350cc silicone breast implants which the patient reported issues with fibromyalgia, osteoporosis and firmness of the left side. Patient indicated that the issues reported as osteoporosis and fibromyalgia are before implanting gel or saline devices. Patient reported that the right implant is flatter that left. The issue of left side capsular contracture unknown baker grade and rupture of right side occurred post-operative, and these issues has not been confirmed by the physician. The report indicates that the patient had open capsulotomy on (B)(6) 2005 to the right side due to hematoma. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.